Event description:
According to the available information, the patient has had multiple previous revision surgeries, first due to pump reposition at patient request and then subsequent infections which were difficult to manage and ultimately resulted in his last implant in 2020. This was successful until recently where the device has failed. Due to the multiple revision surgeries, the proximal cavernosa were filled with fibrosis. The cylinders were explanted and the proximal fibrosed tissue was removed with a scratch technique and rosellos and a pro-mesh was placed at the bottom portion of both proximal cavernosa. A 14cm titan with 3cm rear tips was inserted. The rear tips were sewn directly into the remaining tunica to create stability for the implant. Finally, the whole area was flushed copiously with a mixture of sterile water and chlorhexidine (¿irricept¿).

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. The information received indicated the device was not able to function properly, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the patient has had multiple previous revision surgeries, first due to pump reposition at patient request and then subsequent infections which were difficult to manage and ultimately resulted in his last implant in 2020. This was successful until recently where the device has failed. Due to the multiple revision surgeries, the proximal cavernosa were filled with fibrosis. The cylinders were explanted and the proximal fibrosed tissue was removed with a scratch technique and rosellos and a pro-mesh was placed at the bottom portion of both proximal cavernosa. A 14cm titan with 3cm rear tips was inserted. The rear tips were sewn directly into the remaining tunica to create stability for the implant. Finally, the whole area was flushed copiously with a mixture of sterile water and chlorhexidine (¿irricept¿).